Event description:
During evaluation of a returned homechoice device, a high drain error 113 alarm was identified in the log. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2014 08:04:44 during the night drain cycle 13. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.